Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A DHR was performed with no problems mentioned.

Event description:
It was reported that bd vacutainer® serum blood collection tubes underfilled. No report of injury or medical intervention. No report of blood exposure to mucous membrane.